Manufacturer narrative:
Conclusion and justification status for MDR: complaint details: medial condyle fracture of lcs femur. The products together with x-rays and medical records were returned for investigation. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. R & d report noted the surgeons comments that ¿upon revision, the patient's femoral and tibial components were found to be loose.¿ bone cement adhesion was visible on about half of the fixation face on the femoral component, particularly on the major fracture segment. There was limited visible evidence of cement interdigitation. Burnishing on the fixation face of the major fracture segment suggests articulation between the cement mantle and the implant in-vivo. The stress distribution through the prosthesis may have been altered upon loosening of the components potentially leading to failure by the fracture across the medial condyle. The bio engineers added information that there appeared to be concerns over the patient¿s bone quality resulting in reduced bone support for the implant. There is a slight varus positioning of the tibial component which is likely as a result of the previous primary procedure. This will have likely increased the loading on the medial condyle of the femoral component although full leg length x-rays are required to determine the mechanical axis. The fracture of the medial condyle of the femoral component is visible in the x-rays from (B)(6) 2015. The bone quality seems to have deteriorated between the two time points although differences in the image quality can make this difficult to verify. The fact that the surgeon deemed it necessary to use a 10mm posterior augment suggests that there were concerns about the medial bone quality. The medical records were reviewed and they supported the theory that there was reduced medial bone support for the implant. The full reports from the lab and from the bio engineers have been attached for review. From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The products shall be returned to the customer as requested. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Medial condyle fracture of lcs femur. Update rec'd 25 january 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient's femoral and tibial components were found to be loose. Osteolysis was also noted along with a low grade infection. At this time the tibial tray and augments are being reported for loosening and the insert is being reported for osteolysis. The complaint was updated on: 17/02/2016.